Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vh-1111 endoscope eye piece was broken. A new kit was opened to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were some longitudinal cracks along the inside and outside of the black eye piece. Sent to (B)(6) on (B)(6) 2010 - complaint confirmed. Eye piece damage due to mishandling. Scope shows signs of normal wear and tear. Internal file number - (B)(4).